Manufacturer narrative:
Product event summary: manufacturer¿s analysis noted that the output connector assembly of the device was broken. It was also noted that the lower case of the device was broken, hanger assembly was contaminated, and the red display wire was pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for test and calibration subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.